Event description:
It was reported that the user experienced a stuck cartridge/plunger in the ilet, and during troubleshooting with a fill tubing attempt an unable to proceed alert occurred until the cartridge was removed, consistent with a device failure to disconnect involving the reservoir component; blood glucose was not affected. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem involving the reservoir component consistent with a failure to disconnect. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.